Event description:
It was reported that the patient had twiddler's syndrome and the left ventricular lead was "out of position." The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned and analyzed with no anomalies found. There was blood/body fluid (not obstructed) on all conductors.